Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device became unusually warm, and the attachment was separated was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the set screw thimble was loose, the locking components were damaged, the cutter could not be inserted the bearing was worn, and there was component damage. It was further determined that the device failed pretest for thimble lock operation, thimble set screw, and cutter insertion assessment. The assignable root cause of these conditions was determined to be traced to component failure due to normal wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the attachment device had become unusually warm and was separated. It was reported that the attachment device detached by itself and the user felt the temperature getting hot of the skin from the attachment device during the period of usage. It was reported that there was no delay in the procedure due to the event. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.